Event description:
Procedure type: lap chole. According to the reporter: the 3rd day after surgery the patient released bile through drainage, so the surgeon decided to make an interventional gastroscopy, where he saw that there was leakage of bile to the cystic level. He placed a prosthesis. This prosthesis was placed for 3 weeks.

Manufacturer narrative:
(B)(4).